Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a defib pads failure message. There was no negative patient impact.